Manufacturer narrative:
The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: disability for generalized body ache. Additional information was received on august 5, 2015 and august 7, 2015 (both the information processed together with the clock start date of august 5, 2015). Patient's age was added. Information regarding medical history of the patient was added. Event of knee osteoarthritis was deleted and was updated to indication of suspect product. Event onset dates for all events were added. Corrective treatment for the events of generalized body ache and pain radiating to left hip/ foot was added. Laboratory test was added. Seriousness criteria of disability for the event of generalized body ache was added. Gptc number and results were added. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated august 5, 2015: this case concerns a 64 year old patient who was on treatment with synvisc one for osteoarthritis and experience generalized body pain. Although the causal role of the drug for this event cannot be denied, however, the lack of information regarding relevant medical history, concomitant drugs and other risk factors preclude a comprehensive case assessment.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a physician. This case involves a patient of unknown demographics who experienced knee osteoarthritis, pain radiating to left hip/ foot, fluid shift positive (+ve) (joint effusion) and generalized body ache after receiving treatment with synvisc one. No past drugs, medical history or concurrent condition was reported. Concomitant medication was calcium glycerophosphate/calcium phosphate/glutamic acid/vitamin b nos (cerebrex) for osteoarthritis. On (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection at a dose of 6 ml once (batch/ lot number and expiration date: not provided) into an unspecified knee for osteoarthritis. On unknown dates in 2015, the patient experienced knee osteoarthritis, generalized body ache, had fluid shift +ve (joint effusion) and pain radiating to left hip/ foot. Corrective treatment: not reported for all the events outcome: not recovered for knee osteoarthritis; unknown for all other events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending. Seriousness criterion: persistent or significant disability/incapacity for knee osteoarthritis. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2015: this case concerns a patient, who was receiving treatment with synvisc one for osteoarthritis and later had knee osteoarthritis. Although the causal role of the drug cannot be denied however the underlying condition is a confounding factor in the assessment of the case.